Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and patellar loosening and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, medical device and investigation clinical codes.

Event description:
It was reported that approximately 75 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, premature polyethylene wear from recalled polyethylene insert, aseptic loosening of femoral and patellar components. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: 4833336 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t. 4871993 02-012-60-1425 - tru stem ext 14mm x 25mm. 4902749 200-07-32 - advanced patella 32mm 3 peg implant. 4935789 02-020-11-0240 - truliant ps cem fem ps cem left sz 4. 4994770 204-70-00 - tibial stem ext. Screw. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.